Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2015 and straps were used. During the procedure when the device was opened, the cap was off the device in the bag. There were no adverse patient consequences reported.

Manufacturer narrative:
Actual device was returned for evaluation. Visual and functional inspections were performed. The device was returned with the cannula cap detached from the cannula tabs. Fire testing was not conducted because the trigger was jammed and difficult to operate. Deep inspection was performed and the prongs of the insertion fork were deformed as indicative of the device being fired into bone or another hard surface.